Manufacturer narrative:
Citation: aladham a, et al. Tct-49 incidence of permanent pacemaker implantation using the cusp-overlap technique: a large single-center analysis. J am coll cardiol. 2021 nov, 78 (19 supplements) b20. Doi: 10.1016/j.jacc.2021.09.898. Conference abstract presented at the thirty-third annual transcatheter cardiovascular therapeutics symposium, held (B)(6)2021, at the (B)(6) convention center, (B)(6). Earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding the incidence of permanent pacemaker implantation following transcatheter aortic valve replacement (tavr) using the cusp-overlap technique. All data was collected from a single center between january 2015 and december 2019. The study population included 694 patients (predominantly male, median age 80 years). All patients were implanted with a medtronic corevalve transcatheter valve. No unique device identifier numbers were provided. Among all patients, the in-hospital mortality rate was 1.4%. The circumstances of the deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between corevalve and the deaths. Within thirty days post-tavr, 33 patients (4.8%) in the study population required permanent pacemaker implantation. The authors also observed the following adverse events: stroke or transient ischemic attack (1.4%), and new left branch bundle block (13%). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: aladham a, et al. Tct-49 incidence of permanent pacemaker implantation using the cusp-overlap technique: a large single-center analysis. J am coll cardiol. 2021 nov, 78 (19 supplements) b20. Doi: 10.1016/j.jacc.2021.09.898. Conference abstract presented at the thirty-third annual transcatheter cardiovascular therapeutics symposium, held (B)(6)2021, at the (B)(6) convention center, (B)(6). Earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding the incidence of permanent pacemaker implantation following transcatheter aortic valve replacement (tavr) using the cusp-overlap technique. All data was collected from a single center between january 2015 and december 2019. The study population included 694 patients (predominantly male, median age (B)(6)). All patients were implanted with a medtronic corevalve transcatheter valve. No unique device identifier numbers were provided. Among all patients, the in-hospital mortality rate was 1.4%. The circumstances of the deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between corevalve and the deaths. Within thirty days post-tavr, 33 patients (4.8%) in the study population required permanent pacemaker implantation. The authors also observed the following adverse events: stroke or transient ischemic attack (1.4%), and new left branch bundle block (13%). No additional adverse patient effects or product performance issues were reported.